Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they were unable to remove the battery cap. The customer's blood glucose was 433 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer was advised to remove the battery cap with a large screwdriver. The customer stated that they were still unable to remove the battery cap. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.